Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 12/09/2010 by fax and mail. A completed questionnaire was rec'd on 12/15/2010. (B)(4).

Event description:
A surgical coordinator reported a pt with vitreal hemorrhages eight years following intraocular lens (iol) implant surgery. The coordinator reported that at the time of the iol implant surgery, the iol was placed in the sulcus due to one of the haptics causing a capsular bag tear. An anterior vitrectomy was performed at the time of the original surgery. The vitrectomy was replaced with air. At the current time, a retinal specialist had noted that the pt had several vitreous hemorrhages. The specialist believed that one of the haptics was rubbing "somewhere" and caused the vitreal hemorrhages. The pt's bcva was noted to have decreased to 20/30 following the hemorrhages. The iol was also noted to have a "slight infra-nasal decentration". The amount of decentration is unk at this time.